Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of this pacemaker stored ventricular and atrial tachy response (atr) episodes. It was noted that the pacemaker system had a history of right ventricular (rv) lead sensing issues. Upon review, both crosstalk oversensing and undersensing were observed intermittently on the right ventricular (rv) channel with low r-waves. It was also noted that on a ventricular episode, rv undersensing appeared to cause rhythm to end due to ventricular pacing. Ts discussed troubleshooting options, programming considerations and possible causes. X-rays and possible rv lead revision were also discussed. The pacemaker and rv lead remain in service. No adverse patient effects or interventions were reported at this time. Additional information was received from the field representative that reported that patient was seen by the physician. The physician reprogrammed the device and rv lead programming settings. The physician will continue to monitor the patient. The pacemaker and rv lead remain in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a revision procedure was performed, the pacemaker was explanted, and the rv lead was surgically abandoned. The pacemaker and rv lead were successfully replaced with a new device and lead. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of this pacemaker stored ventricular and atrial tachy response (atr) episodes. It was noted that the pacemaker system had a history of right ventricular (rv) lead lead sensing issues. Upon review, both crosstalk oversensing and undersensing were observed intermittently on the right ventricular (rv) channel with low r-waves. It was also noted that on a ventricular episode, rv undersensing appeared to cause rythmiq to end due to ventricular pacing. Ts discussed troubleshooting options, programming considerations and possible causes. X-rays and possible rv lead revision were also discussed. The pacemaker and rv lead remain in service. No adverse patient effects or interventions were reported at this time.

Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of this pacemaker stored ventricular and atrial tachy response (atr) episodes. It was noted that the pacemaker system had a history of right ventricular (rv) lead sensing issues. Upon review, both crosstalk oversensing and undersensing were observed intermittently on the right ventricular (rv) channel with low r-waves. It was also noted that on a ventricular episode, rv undersensing appeared to cause rythmiq to end due to ventricular pacing. Ts discussed troubleshooting options, programming considerations and possible causes. X-rays and possible rv lead revision were also discussed. The pacemaker and rv lead remain in service. No adverse patient effects or interventions were reported at this time. Additional information was received from the field representative that reported that patient was seen by the physician. The physician reprogrammed the device and rv lead programming settings. The physician will continue to monitor the patient. The pacemaker and rv lead remain in service. No adverse patient effects were reported.